Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging showed that the ivc filter is identified in the infrarenal inferior vena cava. The superior tip is tilted towards the right lateral side and barely abuts the wall. The limbs of the filter appear to all inferiorly penetrate the wall of the inferior vena cava. The one anterior to the right abuts the aorta but does not penetrate the aorta.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.